Manufacturer narrative:
Concomitant devices: radifocus gt 0.035 (terumo, type unknown); kmp (cook inc., type unknown); prowler select plus (lot unknown); enpower detachment control box (lot unknown). The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
During endovascular aneurysm repair of the patient¿s inferior gluteal artery the presidio coil (pc4182050-30/c23957) was difficult to maneuver through the microcatheter and was suspected to have unraveled. The patient¿s vessels were moderately tortuous and mildly calcified. When the physician inserted the complaint coil for the first time, he was unable to properly maneuver the coil. The unraveling of the actual coil was suspected, and the complaint coil was withdrawn together with the microcatheter. Although the microcatheter was withdrawn it was used throughout the procedure. There is no detail as to how many coils were placed using this microcatheter. The physician made the second attempt to insert the complaint coil, but even when the physician was repeatedly withdrawing and inserting the dpu slightly for positioning, the actual coil did not move at all. The complaint coil was withdrawn, and the procedure was completed without further issues. However, due to the event it was delayed for 20 minutes. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. Also no visible damages were reported on the devices after the events. There was no report of any kink to the microcatheter. There was no unintended detachment of the coil was observed in the vessel, in the microcatheter, or after the coil was withdrawn. There was no report of resistance between the guidewire and the microcatheter. The physician did not infer that entanglement with previous coils could have caused the issue. The product will be returned for investigation. No further information is available.

Manufacturer narrative:
As observed through the returned packaging, only the coil was returned and was unprotected. It was further found that the coil was cleaned. The device positioning unit (dpu) with the complete introducer sheath was not returned. The coil was returned undamaged. The minor separation of the primary windings at the proximal section adjacent to the socket ring did not exceed 50% of the primary coil¿s width which qualifies as within specification and passes inspection as undamaged, however due to how the coil was returned, handled, and cleaned, it cannot be determined if this post-procedural handling produced the minor stretching and the unintended detachment of the coil or if it occurred during the procedure. No manufacturing defects were found to the coil. Without the return of the dpu, the prowler select plus microcatheter, and the rotating hemostatic valve (rhv), it cannot be determined why the coil encountered resistance inside the microcatheter during advancement, why the coil could not move during the second attempt of inserting the coil into the microcatheter, or the reported minor stretching of the coil. In addition, it was not reported by the end user how the coil was detached from the dpu, therefore the circumstances of this unintended detachment cannot be determined. It should be further noted that no laboratory testing could be completed due to the detached coil and the missing dpu with the sheath. In addition, without the return of the dpu, the complete introducer sheath with the resheathing tool, the prowler select plus microcatheter and the rhv used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil was returned undamaged except for minor unraveling of the primary windings. This could be due to post-procedural handling considering how it was returned. Since none of the other components involved in the complaint were returned, it is not possible to establish a root cause for the resistance through the microcatheter. As a review of the manufacturing documentation revealed no potential manufacturing issues, no corrective action will be taken at this time.